Event description:
The customer reported falsely elevated sodium results generated on the alinity c processing module on multiple patients. Example results provided: pt 1: 165 / another alinity = 144 pt 2: 168 / / another alinity = 141 pt 3: 162 / / another alinity = 144 pt 4: 165 / / another alinity = 140 normal range: 137-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included calibrating the r1 alinity c-series reagent probe which resolved the issue. There have been no further reports of discrepant results since the part was calibrated. A review of the alinity c processing module sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module sn# (B)(6).

Event description:
The customer reported falsely elevated sodium results generated on the alinity c processing module on multiple patients. Example results provided: pt 1: 165 / another alinity = 144. Pt 2: 168 / / another alinity = 141. Pt 3: 162 / / another alinity = 144. Pt 4: 165 / / another alinity = 140. Normal range: 137-145 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.